Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at t11-s2. It was reported that the set screw would not break off at s2 on the right side. The set screw was replaced with a new one. The second set screw would not break off. It was decided not to replace the bone screw so the set screw was removed and replaced with a new setscrew without breaking off. No patient complications were reported.